Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18m0476.

Event description:
The customer reports that resistance was felt while inserting the arterial catheter. A kink in the wire was observed.

Event description:
The customer reports that resistance was felt while inserting the arterial catheter. A kink in the wire was observed.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18m0476. The customer returned one arterial catheterization device for evaluation. Visual examination revealed signs-of-use in the form of biological material on the introducer needle and the guide wire tubing. The guide was fully deployed, and a kink was located near the distal tip of the guide wire. Microscopic examination confirmed the kink and revealed a small hole on the catheter body. The hole in the catheter appears consistent with damage as a result from contact with sharps. The guide wire outer diameter measured .438mm, which is within the specification limits. The catheter measured 2.718, which is within the specification limits. The catheter outer diameter measured .0447" , which is within the specification limits. The catheter inner diameter measured .031", which is within the specification limits. The kink in the guide wire measured 14mm from the distal tip. With the guide wire fully advanced, an attempt was made to deploy the catheter off the assembly. Significant resistance was encountered, likely due to dried biological material on the needle cannula; however, the catheter was eventually able to deploy off the assembly. The guide wire was able to retract back into the catheterization device; however, minor resistance was observed. This is likely due to the kinking on the guide wire and biological material inside the needle cannula. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." Additionally, the IFU cautions, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire kinking was confirmed by complaint investigation. The guide wire of the returned arterial catheterization assembly contained one kink near the distal end. This indicates that the kink likely occurred during insertion after the guide wire was fully deployed. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.